Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary unable to fully pull-out drawer aux-3.1 because it was sticking severely. The user did not want to force it and risk damage and was unable to determine whether anything was obstructing the drawer.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of in this incident, the field service engineer (fse) contacted the pharmacy to obtain additional information after the service request was created. A pharmacy technician went to the site, fully opened the drawer, and later confirmed that the issue had been resolved. The system functioned as intended when the field service engineer investigated the issue.